Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked batter tube threads, scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer didn't recall his blood glucose and didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Customer mentioned he had a surgery to implant a nail in his femur and it has nothing to do with the hospitalization.